Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Although no device-related infections were reported for this event, the IFU lists infection and death as adverse events that may be associated with the use of heartmate 3 lvas. Both the IFU and patient handbook provide care instructions in regard to preventing infection while the IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was sent to the local emergency department (ed) for confusion and flu-like symptoms. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to pneumonia. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed. The pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.